Manufacturer narrative:
Once the investigation is completed, a follow-up report will be submitted to FDA.(B)(6).

Event description:
Partial separation of part of the trailing haptic was noticed during implantation. Lens had to be explanted. New lens was implanted. Second implantation went well without harming the patient. Patient outcome: no patient impact.

Event description:
Partial separation of part of the trailing haptic was noticed during implantation. Lens had to be explanted. New lens was implanted. Second implantation went well without harming the patient. Patient outcome: no patient impact.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting - to submit additional information not available/included in the initial report. Section g7 - type of report - indicated "follow-up #1". Section h2 - type of follow-up - indicated "additional information". Section h6 - event problem and evaluations codes: added codes for: method; results; and conclusion. Section h10 - additional information: device evaluation and risk analysis results. The device was not returned to the manufacturer. Therefore, the product complaint investigation consisted of a review of the production and inspection records, and the results are noted below: no abnormalities were found in the production and inspection records of the product. Exact root cause could not be determined. From our investigation, we believe this issue is not product related. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.